Event description:
On (B)(6) 2019, the user reported duplicated readings in the dario application 'logbook'. While troubleshooting with dario's representative, the user was instructed to go into his phone's settings and while reading the phone's 'about' information he reported his phone was (B)(6), which is an unsupported phone. The user was told that he is using an unsupported phone and was sent an email with the supported phone list. On (B)(6) 2019, the user's wife contacted dario to report high blood glucose readings due to the data duplication issue. She indicated that on thursday night her husband got high blood glucose (bg) level of 365 mg/dl, took additional 15 units of insulin, and went to sleep. At 04:30 am she woke up to go to work and found her husband in a coma like experience. His bg level was very low, so she gave him cake icing and apple juice, and called 911. The user's wife reported that at the hospital they measured very low bg levels, his heart rate was as low as 28 bpm, and his body temperature could not raise above 90 degrees fahrenheit. She indicated that her husband spent one night in the ICU and one day in the cardiac unit. While checking her husband's dario she noticed that his bg levels had been the exact same level for four days in a row. Since the user was using dario with an unsupported phone, this specific complaint is not confirmed.